Event description:
It was reported that the device had a latitude report with missing implant date information and other missing information. There were question marks in places where the data should be. Technical services reviewed the latitude data and found there was corrupted data back to this past february. Technical services advised to bring the patient in to reset the data and to get the device memory downloaded for a memory analysis afterwards. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Review of device latitude data identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.